Manufacturer narrative:
Common device name: intervertebral fusion device with integrated fixation, cervical. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was pre-operatively diagnosed with degenerative disc disease and underwent anterior cervical discectomy and fusion (acdf). Intra-op while implantation, the cage cracked when tamped with a mallet. It was replaced with a new one to complete the surgery. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis results: visual optical microscopic visual and optical examination of the returned implant confirmed that the top center portion of the implant around the locking cap has been fractured in multiple locations. Microscopic examination of the fracture surface confirmed a crack emanating the locking cap with witness marks on the top face of the locking tab is noted, consistent with impact during attempted implantation. This type of damage is consistent with impaction force on the implant locking cap during the attempted insertion. If information is provided in the future, a supplemental report will be issued.